Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area pain') in a 26-year-old female patient who had essure (batch no. B94876) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, dysfunctional uterine bleeding, metrorrhagia, back pain, dizziness, not sexually active, chest pain, parity 4 (patient had essure placed (B)(6) 2014 after birth of 4th child), sciatica, spinal pain, sexually transmitted disease, back injury and adhd. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included irregular menstruation (irregular cycle), perineal pain and allergic reaction to analgesics. Concomitant products included cefixime (flexeril) since (B)(6) 2017, cyclobenzaprine since (B)(6)2017 and meloxicam since (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding), "), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("pain abdominal pain"), 10 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Bleeding"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"), post procedural complication ("post removal complication-yes"), menstruation irregular ("menorrhagia with irregular bleeding") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (hysterectomy (full),laproscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dysmenorrhoea, dyspareunia, abdominal pain, post procedural complication, menstruation irregular and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstruation irregular, migraine, pelvic pain, post procedural complication, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: a total of 2 coils were noted extending from the osteum on the left side and procedure on the right side with a total of 4 coils noted extending from the osteum. Discrepancy noted in this follow up given plaintiff did not undergo confirmation test but in the summons give essure confirmation test was done. Received treatment for psych injury : no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, vaginal haemorrhage, menorrhagia and pelvic pain. Batch no b94876 production date 2013-11-21 expiration date 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality-safety evaluation of ptc (product technical complaint) follow up. 10 an d11 processed together. On 14-oct-2020: medical record received medical history was added.follow up 10 an d11 processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area pain') in a 26-year-old female patient who had essure (batch no. B94876) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, dysfunctional uterine bleeding, metrorrhagia, back pain, dizziness, not sexually active, chest pain, parity 4 (patient had essure placed (B)(6) 2014 after birth of 4th child), sciatica, spinal pain, sexually transmitted disease and back injury. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included irregular menstruation (irregular cycle), perineal pain and allergic reaction to analgesics. Concomitant products included cefixime (flexeril) since (B)(6) 2017, cyclobenzaprine since (B)(6) 2017 and meloxicam since (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding), "), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("pain abdominal pain"), 10 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Bleeding"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"), post procedural complication ("post removal complication-yes"), menstruation irregular ("menorrhagia with irregular bleeding") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (hysterectomy (full),laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dysmenorrhoea, dyspareunia, abdominal pain, post procedural complication, menstruation irregular and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstruation irregular, migraine, pelvic pain, post procedural complication, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: a total of 2 coils were noted extending from the osteum on the left side and procedure on the right side with a total of 4 coils noted extending from the osteum. Discrepancy noted in this follow up given plaintiff did not undergo confirmation test but in the summons give essure confirmation test was done. Received treatment for psych injury : no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, vaginal haemorrhage, menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received : new event were added: menorrhagia with irregular bleeding, abnormal uterine bleeding and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area pain') in a 26-year-old female patient who had essure (batch no. B94876) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, dysfunctional uterine bleeding, metrorrhagia, back pain, dizziness, not sexually active, chest pain, parity 4 (patient had essure placed (B)(6) 2014 after birth of 4th child), sciatica, spinal pain, sexually transmitted disease and back injury. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included irregular menstruation (irregular cycle), perineal pain and allergic reaction to analgesics. Concomitant products included cefixime (flexeril) since (B)(6) 2017, cyclobenzaprine since (B)(6) 2017 and meloxicam since (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("pain abdominal pain"), 10 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Bleeding"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (hysterectomy (full),). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dysmenorrhoea, dyspareunia, abdominal pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: a total of 2 coils were noted extending from the osteum on the left side and procedure on the right side with a total of 4 coils noted extending from the osteum. Discrepancy noted in this follow up given plaintiff did not undergo confirmation test but in the summons give essure confirmation test was done. Received treatment for psych injury : no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, vaginal haemorrhage, menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- post removal. Complication-yes. Reporter information, cluster ID were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic area pain') in a (B)(6) year old female patient who had essure (batch no. B94876) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder, dysfunctional uterine bleeding, metrorrhagia, back pain, dizziness, not sexually active, chest pain, parity 4 (patient had essure placed (B)(6) 2014 after birth of 4th child), sciatica, spinal pain, sexually transmitted disease and back injury. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included irregular menstruation (irregular cycle), perineal pain and allergic reaction to analgesics. Concomitant products included cefixime (flexeril) since (B)(6) 2017, cyclobenzaprine since (B)(6) 2017 and meloxicam since (B)(6) 2017. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("pain abdominal pain"), 10 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Bleeding"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). The patient was treated with surgery (hysterectomy (full),). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, dysmenorrhoea, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: a total of 2 coils were noted extending from the osteum on the left side and procedure on the right side with a total of 4 coils noted extending from the osteum. Discrepancy noted in this follow up given plaintiff did not undergo confirmation test but in the summons give essure confirmation test was done. Received treatment for psych injury: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, vaginal haemorrhage, menorrhagia and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received. Removal details added. Case becomes incident. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.